Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site event on 13-jun-2024. Customer resumed insulin therapy. No further information available.